Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that buttons were not responding and pump received a stuck button alarm. Customer noticed issue after air plane landing. Caller reported that button was pressed for longer than 3 minutes. After changing battery keypad anomaly was resolved. Caller reported that alarm could not be cleared. Customer's blood glucose was unknown. Caller was advised that insulin pump would need to be replaced.